Event description:
It was reported that the charging puck gets so hot within minutes, and it burns patients skin. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned charging system was analyzed, and the reported allegation of charger gets so hot within minutes was not confirmed. With all the available information, boston scientific concludes that the charger exhibited normal device characteristics. The maximum temperature reached during the charging time was 36.38 degree celsius. This was below the 42 degree celsius limit. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the charging puck gets so hot within minutes it burns patients skin. No further information has been obtained despite good faith efforts.